Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: four photo sample were received by our quality team for investigation. Through visual inspection, it is observed the cracked on access tip verifying the reported failure. A review of the internal manufacturing device records and raw material history files for reported lots 0001385545 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified the defect can be produced due to pins in the access dilator mold becoming bent during production. Improvements are in the process of being implemented to ensure that repairs and maintenance orders are in alignment with established documentation processes, allowing for robust verification of the condition of the mold. Actions have been taken to assess and replace bent pins within the mold for the access dilator. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. H3 other text: see manufacturer here.

Event description:
Material no: 50-7510. Batch no: 0001385545. It was reported " leakage at the connector " verbatim :the customer called stating to report leakage at the connector. There is a little split, when turned off it was dripping- where did leakage occurred? Leakage at the connector. Is this at the access tip and the catheters valve? If it at the access tip did the access tip fully clicked in to the valve? It was at the access tip in the kit, it did click, but it was drippings very slowly out, before turning on the wheel. Photo available: did the leakage occurred to the drainage line to the bottle? The leakage occurred on the drainage kit tip/in the seem of the nasal end. Was there damage noted on the access tip or patient's valve. It was on the access tip- where is the catheter located? Plural area.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 50-7510 batch no: 0001385545. It was reported " leakage at the connector ". The customer called stating to report leakage at the connector. There is a little split, when turned off it was dripping. Where did leakage occurred? - leakage at the connector. Is this at the access tip and the catheters valve? If it at the access tip did the access tip fully clicked in to the valve? - it was at the access tip in the kit, it did click, but it was drippings very slowly out, before turning on the wheel. - photo available - did the leakage occurred to the drainage line to the bottle? - the leakage occurred on the drainage kit tip/in the seem of the nasal end - was there damage noted on the access tip or patient's valve. It was on the access tip- where is the catheter located? - plural area.